Event description:
It was reported that guidewire stuck occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. An 18 jp opticross catheter was selected for use. During the procedure, the device got stuck in the guidewire. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.